Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. The customer reverted to manual injections for insulin therapy. Reportedly, the customer experienced an elevated blood glucose (bg) level that was over 500 mg/dl. Cause was not known. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.